Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a stent delivery system (sds) was returned for analysis without the manifold and strain relief portion. A visual and microscopic examination of the crimped stent found stent damage. The stent had been kinked and damaged around two central sites. The undamaged section of the crimped stent od(outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break and multiple hypotube kinks. The device was measured from the distal tip to the break. Effective length is defined by the distal end of the strain relief to the distal tip of the catheter. Therefore the break occurred at a site 0 to 6 cm from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on march 21, 2017. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in the left circumflex (lcx) artery. After a non-bsc guide wire crossed the lesion, predilation was performed using a maverick balloon. A 2.50 x 24mm (B)(6) stent was advanced but failed to cross the lesion. The device was removed and a non-bsc balloon was then used for dilatation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.